Manufacturer narrative:
(B)(6) follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb safety mechanism broke. The following information was provided by the initial reporter: material #305916, lot # (B)(6). Verbatim: rcc received a complaint via email. Incident or problem information ahs mdip reference number (ID): (B)(4). Date of incident: (B)(6) 2025. Site name/location: level of harm: no apparent harm - reached the patient/person -- inconvenient optional report to cmdsnet (health canada): incident details: after immunizing patient with hpv immunization, the 25g 1 inch bd safetyglide needle was removed from arm safely. However, when nurse went to use safety glide prior to discarding needle the push mechanism was broken and needle was sliding sideways to a 90-degree angle however, safety didn't move up. Discarded needle without safety glide to ensure needle didn't snap off. Due to safety was unable to save needle. Device information device name/description: needle hypodermic safety 25ga x 1 in manufacturer: becton dickinson canada inc, manufacturer code/model: 305916, serial or lot number: (B)(6), device expiry date: 2025-05-15, supplier: (B)(4), supplier catalogue number: 308-305916, was the device retained? No. Investigation request expected type of investigation: lot review.